Event description:
It was reported that a pump experienced "air-in-line!" Alarms (medication, programmed amount and delivery rate unknown).

Manufacturer narrative:
(B)(4). The device has not been identified or returned to baxter for evaluation. If the device is identified and returned, a supplemental report will be submitted.